Manufacturer narrative:
Complaint was confirmed. A broken connector was found inside the drug chamber. Using pliers the connector was able to be removed. A new cartridge connector was used and was able to be inserted and locked with no issues.

Event description:
It was reported that while removing infusion supplies for a change, the connector fractured and half of the connector remained lodged in the ilet pump, and a replacement pump was ordered after visual verification and lot collection. Symptoms included no reported alerts or alarms and no reported adverse physiological effects. Outcomes included device replacement and continued therapy planned with the replacement unit. Investigation included review of user-reported images and collection of the connector lot number. Investigation of this case revealed a mechanical failure of the connector component resulting in an obstruction within the pump¿s connection port, consistent with a device component breakage and inability to remove the part. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector during removal.